Event description:
Boston scientific received information that during a recent device change out procedure, there was difficulty removing the right ventricular (rv) lead from the device header. It was later determined that the fellow never loosened the distal port, and the lead was removed without difficulty.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.